Manufacturer narrative:
(B)(4). The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
It was reported that during the lead implant procedure, the lv lead could not be implanted due to patient¿s anatomy. There was no capture. Lead was not used and was replaced. Patient¿s condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.